Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No flush drive support disk was noted. The pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer stated that the pump alarmed motor error when he tried to prime. The customer stated that he had high blood glucose readings and it would not get through the screen. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear flushed. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.